Event description:
Comments included in email received from complaints: I purchased this product and used it for wound management after I had my breasts removed for cancer. I got an infection twice that required surgery. The infection lasted several weeks. It compromised my healing and caused me to be off work and go to a hyperbaric chamber.

Manufacturer narrative:
An email was sent to product remove info email address by (B)(6) on 11/08/23. The email was forwarded to the complaints department on 6/24/24, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6) by the complaints department on 6/25/24 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint.